Event description:
Patient contacted her territory business manager in (B)(6) 2013 to report an allergic reaction to the adhesive portion of the sensor. Patient inserted her first sensor on approximately (B)(6) 2013. On approximately (B)(6) 2013, patient began to experience a skin reaction under the adhesive portion of the sensor. Patient reported that the skin at the site was itchy and appeared to have "bubbles," and that she developed an infection and scar. This occured on each of the four sensors the patient inserted between (B)(6). On (B)(6) 2013, patient consulted with a physician via telephone and was prescribed an antibiotic. At the time of a follow-up call made by dexcom technical support to the patient on (B)(6) 2013, patient reported being in fine condition.